Event description:
The customer reports that the device has a shock failure appearing on the screen with a red x.

Manufacturer narrative:
(B)(4). The customer reports that the device has a shock failure appearing on the screen with a red x. A philips field service engineer evaluated the device and did not duplicate the reported complaint. However, a charge/shock error was noted in the log that support a malfunction occurred. There was no reported pt involvement. The therapy pca was replaced as a result of the error in the log. All performance assurance tests passed and the device was put back in use. See scanned page.